Event description:
Consumer complaint of high blood results. Caller's lowest expected result two hrs after a meal was 140, and the result taken during the call was 276 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).